Event description:
Ketoacidosis accompanied with vomiting that lead to hospitalization and ICU admission [diabetic ketoacidosis]. Problem with her novopen 3 caused improper administration of insulin [device malfunction]. Case description: study ID: (B)(4) -novocare programme. Study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index (bmi) not reported. This serious solicited report from (B)(6) was reported by a consumer as "ketoacidosis accompanied with vomiting that lead to hospitalization and ICU admission" with an unspecified onset date, "problem with her novopen 3 caused improper administration of insulin" with an unspecified onset date and concerned a (B)(6) years old female patient who was treated with novopen 3 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", actrapid penfill hm(ge) (insulin human) from (B)(6) 2006 and ongoing due to "type 1 diabetes mellitus" with dose of 49 iu, qd (18 iu at breakfast-18 iu at lunch-13 at dinner), medical history included type 1 diabetes mellitus (duration not reported). Concomitant medications included - lantus (insulin glargine). The patient experienced frequent vomiting (a week ago from the time of reporting) and was admitted to ICU-intensive care unit and patient was diagnosed with ketoacidosis. Patients consider that a problem with her novopen 3 caused improper administration of insulin and this lead to hospitalization of patient. Action taken to novopen 3 and actrapid penfill hm(ge) were not reported. The outcome for the event "ketoacidosis accompanied with vomiting that lead to hospitalization and ICU admission" was recovered. The outcome for the event "problem with her novopen 3 caused improper administration of insulin" was not reported. Reporter's causality ( novopen 3) - ketoacidosis accompanied with vomiting that lead to hospitalization and ICU admission : probable problem with her novopen 3 caused improper administration of insulin : unknown. Company's causality ( novopen 3) - ketoacidosis accompanied with vomiting that lead to hospitalization and ICU admission : possible. Problem with her novopen 3 caused improper administration of insulin : possible. Reporter's causality ( actrapid penfill hm(ge)) - ketoacidosis accompanied with vomiting that lead to hospitalization and ICU admission : unknown. Problem with her novopen 3 caused improper administration of insulin : unknown. Company's causality ( actrapid penfill hm(ge)) - ketoacidosis accompanied with vomiting that lead to hospitalization and ICU admission : possible. Problem with her novopen 3 caused improper administration of insulin : possible. Company comment: in this case the reported events are listed. More details are needed for the proper medical evaluation. Reporter comment: the reporter think that a problem with her novopen 3 caused improper administration of insulin and this lead to hospitalization of her daughter.

Event description:
Case description: the patient experienced frequent vomiting (a week ago from the time of reporting) and was admitted to ICU-intensive care unit and patient was diagnosed with ketoacidosis. It was reported that patient had unstoppable vomiting for almost 24 hours. She used to stop vomiting with insulin as she knew it was an indication for high blood glucose level. However, that time patient did not take insulin so she was hospitalized. Echo and acetone investigations were done daily. Upon admission to hospital, the patient's acetone was plus 3 and she was hospitalized for one week and treated with IV solutions (could not recognize specific medications). It was reported that patient was the operator of novopen 3 and was trained in the use of the device. Reporter's causality ( novopen 3) - ketoacidosis accompanied with vomiting that lead to hospitalization and ICU admission: possible problem with her novopen 3 caused improper administration of insulin: possible reporter's causality ( actrapid penfill hm(ge)) - ketoacidosis accompanied with vomiting that lead to hospitalization and ICU admission: unlikely. Problem with her novopen 3 caused improper administration of insulin: unlikely. Since last submission the case has been updated with the following information: reporter's causality of events for novopen 3 updated as possible and for actrapid penfill updated as unlikely. Laboratory data updated. Usage of device updated. Narrative updated accordingly.

Event description:
Case description: investigation results name: novopen® 3 - batch sug0136 the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Name: actrapid penfill 3 ml 100iu/ml - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: investigation result updated. Manufacturer comment updated. Narrative updated accordingly. Device expiration date added. Manufacturer's comment: 07-feb-2018: as the device novopen 3 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 579084.in this case the reported events are listed. More details are needed for the proper medical evaluation. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill hm (insulin human). Evaluation summary: name: novopen® 3 - batch sug0136 the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.